Event description:
The customer reported that her blood glucose reached 22 mmol/l (396 mg/dl),that the needle deployed in two phases (delay unk), and that the cannula was kinked. The pod was worn between 24 and 36 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.